Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pin of the power adaptor from the remote monitor was broken. No troubleshooting indicated. The monitor was still in use. No patient complications have been reported as a result of this event.